Manufacturer narrative:
Citation: gurevich s routine use of anticoagulation after transcatheter aortic valve replacement: initial safety outcomes from a single-center experience. Cardiovasc revasc med. 2018 jul - aug;19(5 pt b):621-625. Doi: 10.1016/j.carrev.2017.12.001. Epub (B)(6) 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding single-center experience on initial safety outcomes following routine use of anticoagulation after transcatheter aortic valve replacement. All data were collected from multiple centers between april 2015 and february 2017. The study population included 191 patients (predominantly male; median age 82 years), 38 of which were implanted with medtronic corevalve bioprosthesis. The serial numbers were not provided. Among all patients in-hospital, 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, transient ischemic attack (tia), vascular complications, permanent pacemaker implantation, major bleeding, moderate-severe paravalvular leak (pvl) and atrial fibrillation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance problems were reported.